Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe a couple of weeks ago hard to remove needle shield. This same shield when removed the needle assembly went off syringe with it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub when removing the shield. The following information was provided by the initial reporter: "consumer reported found 1 syringe a couple of weeks ago hard to remove needle shield. This same shield when removed the needle assembly went off syringe with it."